Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Cause was pump kept resetting and shutting down and wasn't delivering insulin consistently. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.